Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their stimulator quit working this morning. Pt stated it doesn't 'buzz' anymore and they are feeling a little pain. Pt mentioned they saw the settings not available cannot provide desired intensity settings message. Agent instructed pt to try a different group. Pt said they were in group b with program 1 and confirmed that the therapy was on. Pt tried group c but was not allowing them to change the intensity in program 1 and same thing happened with group a. Pt said they wanted a whole new controller and recharger. Agent reviewed information. Pt stated it will take a lot of time to get a rep and they will be in a lot of pain. When asked for healthcare provider (hcp) info pt said their doctor already retired and said their previous hcp has a partner and pt had seen them one time. Pt stated they haven't seen their doctor for so long. Agent had difficulty understanding the patient because they were talking too fast. Agent reviewed sending the physician listings but pt asked if they could go back to va. Agent provided the nas phone number and redirected pt to their hcp to set up an appointment with a rep to further address the issue.